Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 209,988 joules, 28:41 minutes while using the surgical fiber during a prostate procedure, the "crystal/mirror broke in the window" / the fiber tip was damaged; "no piece got loose, nothing broke off". The fiber was replaced and the procedure was completed using a second surgical fiber. There was no injury to patient reported.